Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up, non-sustained rv oversensing episodes due to possible myopotential oversensing were observed. Noise was reproducible with isometrics (pushing down and pushing hands together). Device was reprogrammed and no noise was sensed.

Event description:
New information received notes that the patient didn't have any symptoms due to oversensing. Merlin was recommended but the patient declined. Patient will follow-up. Patient's condition was fine.